Manufacturer narrative:
Article publish date used as event date is unknown. Literature citation: camanho, l.e. (2019). Persistent and severe atrial septal defect after percutaneous left atrial appendage occlusion with the watchman device: a rare complication. Https://esc365.escardio.org/presentation/188503.

Event description:
Reported via journal article it was reported that there was a persistent atrial septal defect that remained post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on warfarin. Thirty (30) days post procedure the patient had a transesophageal echocardiogram (tee). The imaging showed that there was the presence of an atrial septal defect (asd) at the oval fossa level, with left-right shunt. The patient remained asymptomatic for 5 months, with the same echocardiographic findings. After five (5) months of follow up, the patient was hospitalized with symptoms of dyspnea, besides signs of severe right heart failure. The tee confirmed the presence of persistent atrial septal defect (asd) with left-right shunt, severe hemodynamic repercussion and difficult clinical compensation. It was decided that a prothesis would be implanted in the interatrial septum. The procedure was done with no complications and posterior clinical resolution.